Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt had high impedances on one of their leads. The lead was explanted and replaced. The lead was returned to the MFR but it was unclear which of the 2 leads was involved as they had the same model number. Additional info was requested to clarify the lead identity and the pt outcome.